Manufacturer narrative:
The unrelated event referenced in this section involved a pump exchange due to a driveline infection, and was reported under medwatch MFR. Report # 2916596-2017-00665. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing; the severed portion of the driveline was not returned. The inlet tube revealed a pink, tissue-like growth that was adhered to the proximal end of the inlet tube and appeared to have developed over an undetermined period of time. The tissue was partially occluding the opening for the inlet tube, but it would not have fully obstructed flow. A specific time period in which it developed, and the duration of its presence at this location, could not be conclusively determined. A correlation between the identified growth and the previously reported driveline infection could not be conclusively determined. There were no reports of any adverse events received over the patient's duration of support, including no reported issues with pump parameters or any other events related to the identified growth. No other depositions that could have caused a functional issue were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The lvad was received for evaluation for an unrelated event. Upon evaluation, a tissue formation was found in the inlet tube of the pump.